Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 47 mm abdominal aortic aneurysm. An angiogram done during the index procedure showed a narrowing at the proximal left common iliac artery. The narrowing was successfully dilated with an angioplasty balloon. It was reported during recent follow up that the patient had left leg claudication. An ultrasound revealed decreased flow in the left endurant ii 16x16x93 limb. An angiogram then revealed that the left endurant ii limb was occluded with thrombus and that thrombus had extended into the left external iliac. Additionally, a kink was observed in the endurant ii stent graft limb at the proximal left common iliac. The physician elected to implant another manufacturer¿s 10x37 bare metal stent at the kink in the endurant ii stent graft limb. Additionally, another manufacturer¿s balloon was used to remove thrombus and flow was restored through the entire limb. Per the physician, the cause of the kink in the endurant ii stent graft and the thrombus formation was due to patient anatomy of a tortuous and calcified vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.